Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent instances of "low" blood glucose (bg) level due to the pump correction factor settings needing adjustment. The customer consumed carbohydrates, glucose tablets, and instant glucose to address bg. Customer adjusted settings and recommendation was made to consult with a healthcare provider to discuss diabetes management.